Event description:
It was reported that the patient with a previously implanted advance sling underwent a surgical procedure for incontinence. An artificial urinary sphincter (aus) device was implanted. The patient was satisfied with the outcome following the aus placement.